Manufacturer narrative:
MDR made in error due to incorrect entry on grid line.

Event description:
Material#: 2426-0007, batch number#: 23095669. It was reported by customer that tubing ruptured blood backflow, and leakage occurred. Product complaint: facility: (B)(6), mat ref: 24260007, lot: 23095669, issue: tubing ruptured blood backflow, and leakage occurred. Doe 08nov2023. Pt: no injury. Sample: the actual tubing was discarded but samples of the reported lot are available, photos available as well. Medication: ns 250 was being administered. Verbatim#: rcc received a complaint via phone. Pir attached. Product complaint: facility: (B)(6). Mat ref: 24260007, lot: 23095669, issue: tubing ruptured blood backflow, and leakage occurred. Doe 08nov2023, pt: no injury. Sample: the actual tubing was discarded but samples of the reported lot are available, photos available as well. Medication: ns 250 was being administered. Customer response: tubing rupture occurred about 13 inches from the tubing spike. The slit on the tubing was protruded and was approximately 1-2 cm long. Rn was running 500 ml of ns. Please see the attached pictures. The backflow was most likely caused by this issue and occured after the rn performed pre infusion inspection. This issue occurred in a single product.

Event description:
It was reported that alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the following verbatim: productcomplaint issue: tubing ruptured blood backflow, and leakage occurred. Pt: no injury medication: ns 250 was being administered.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.